Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. According to the patient, on (B)(6) 2025, the cgm device was providing ¿high readings¿ but could not recall any specific cgm/bg meter comparison values. No patient symptoms were reported. The patient refused to provide dexcom with any further event details as she was still in the hospital and had not fully recovered yet. Attempts to reach the patient for further event information were unsuccessful. No other patient or event details were provided. The patient was still in the hospital at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).